Event description:
It was reported while using bd safetyglide¿ insulin 1/2ml 29g 1/2" there were scale markings missing. There was no report of patient impact. The following information was provided by the initial reporter: mat# 305932 lot# 2097769k verbatim: we have another syringe missing the markings for 0 and 1 units. Photos below.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the print on syringes was not properly applied and the complaint has been verified. The root cause is due to improper application of ink during production and the manufacturing facility has been made aware of the issue. The production history for this device was reviewed and of the (B)(4) barrel batches that contributed to this syringe lot- there were 3 quality notifications that could have resulted in this issue. This is a possible root cause even though the suspected material were all destroyed. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported while using bd safetyglide¿ insulin 1/2ml 29g 1/2" there were scale markings missing. There was no report of patient impact. The following information was provided by the initial reporter: mat# 305932 lot# 2097769k verbatim: we have another syringe missing the markings for (B)(4)and (B)(4) units.